Event description:
The facility reported a multitask operating system (mos), for an automix compounder, where the specific gravity settings did not load into the control module displays. This event occurred during programming in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device has no 510(k) number, as it is class ii exempt.baxter is awaiting software evaluation for mos regarding this report. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of "multitask operating system (mos) where the specific gravity settings did not load into the control module displays" was not confirmed nor reproduced. It is suspected that this issue is a result of a 3rd party software service on the personal computer (pc) not functioning as expected. Customer was notified that mos software was obsolete. No root cause was identified, as no evidence of product malfunction was observed. No repair was done.